Event description:
As reported by the customer for this event, during a regular maintenance check up for the device, the device yielded no image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, d9, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image was displayed due to a failure of the printed circuit board. A scratch on the screen, a bezel fracture, and a retaining screw detached from the printed circuit board shield were also found, however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a failure of the printed circuit board. The specific root cause of the failure of the printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.